Event description:
Additional information received indicates the patient's s1 leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00754. It was reported the patient lost coverage due to the s1 drg lead had migrated. X-rays confirmed lead migration. Surgical intervention may take place at a later date. Note: it is unknown which lead has migrated, as such both leads are being reported.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.